Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to perform a precision run, and all results were as expected. No process errors were obtained at the time of event, and quality controls were within range. The cause of the discordant, falsely low glucose results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then repeated on an alternate dimension vista instrument, resulting higher than the repeat on the original instrument. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose results.